Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An iol implant card was received with a report of broken. It is unknown if the cartridge made contact with the patient's eye and there was no reported patient harm. Additional information has been requested.